Manufacturer narrative:
The device was returned for analysis. The reported tip break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal for the tray resulted in the noted tip lumen kink and ultimately resulted in the reported/noted tip break; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during unpacking of the 5.50x30mm supera self expanding stent system (sess), the tip was noted to be broken and hanging on by a wire. Another same size supera was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.